Manufacturer narrative:
Eval, results: the complaint could not be confirmed via laboratory testing alone. Microscopic visual examination revealed no visual anomalies on the lead. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that during the scs system implant procedure on (B)(6) 2011 the pt had cerebrospinal fluid (csf) leakage due to dural puncture. After inserting the lead through the epiducer, the lead started to proceed to the anterior and the csf came out. The physician removed the lead and replaced it with two new octrodes leads. The physician stated that the edge of the lead paddle felt different. The pt experienced significant headache on (B)(6) and later the symptom resolved.